Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Event: patient fell. Adm x3 poly disassociated from the 28mm delta ceramic head. Mdm liner, x3 poly and delta ceramic head removed. 44mm x3 poly 0° implanted, v-40 sleeve for trunnion implanted, universal 44mm delta ceramic head implanted. Patient stable. Information submitted was everything from both surgeon and hospital. No further details".